Event description:
Per the clinic, the device was explanted (date not reported), due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). The patient was also hospitalized (date and duration not reported). Device analysis report attached.